Event description:
It was reported that the patient was seen in clinic with high impedance. The patient has been referred for x-rays. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
D4 lot number, corrected data: initial report inadvertently did not provide the lot numberh4 device manufacture date, corrected data: initial report inadvertently did not provide the manufacture date.